Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is right total hip arthroplasty with superior dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): item #: unknown unknown stem lot #: unknown; item #: unknown unknown liner lot #: unknown; item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01561 stem, 0001825034 - 2020 - 01562 cup, 0001825034 - 2020 - 01563 liner.

Event description:
It was reported by the 411 group that a patient underwent hip arthroplasty on an unknown date. The patient is being considered for a revision for an unknown reason. The sales rep was inquiring about implant identification. Attempts have been made and no further information has been provided.